Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that patient, underwent initial left knee replacement surgery on (B)(6) 2014 and was implanted with an optetrak device. Plaintiff¿s exactech tka is failing as a result of the failure of the optetrak device implant, plaintiff will need revision surgery prematurely. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
H6. Investigation - based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the patient's condition cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. H1. From serious injury to ni. H6. Health effect - impact code the patient was not revised /insufficient information. B5. This event does not meet reporting requirements. There are no provided devices or reported adverse event.